Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the device case was swollen. No other external visual anomalies were noted. Communication with the device could not be established using the latitude zoom programmer or raw register programmer, and there were no tones with magnet application. Real time x-ray of the device indicated a concern with the hybrid flex circuit. The cause of the no telemetry condition was a severely depleted battery which was the result of a high current drain. This occurred when the high voltage (hv) trace on the hybrid flex burned open as the result of arcing around a broken anode pin and hv capacitor. Detailed analysis suggests the anode pin failed due to an intergranular brittle fracture. Existing monitors for the process did not show any anomalies. The weld process has been converted to a more robust process since this device was manufactured. This failure may be latent, and latency is not understood. The review of internal signals and capabilities all indicate the failure appears isolated and no action is required.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
--

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had experienced some syncopal episodes. The device attempted to be interrogated but was unsuccessful. It was determined this patient had been lost to follow-up since 2008. It was also reported this patient had other health related problems that may have been contributing to the syncope. The device was explanted and successfully replaced.